Event description:
Boston scientific received information that the patient with this device was being seen for an av node ablation procedure. The device was programmed voo-40. It was reported that there was approximately 3-4 seconds of asystole for the patient due to the device's defibrillation detection circuit. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.